Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacture record evaluation cannot be conducted because no lot number was provided by the customer.  Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. About 3 hours into the procedure, during the ablation phase, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Reminder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. Patient¿s outcome is unknown. The physician did not provide a causality opinion. Surgeons were on site and no further information of possible intervention was provided. Transseptal puncture was performed during the case. There was no evidence of steam pop during the ablation. The flow was set within normal parameters for thermocool® smart touch® sf bi-directional navigation catheter. No error messages were observed on any biosense webster inc. (Bwi) product. The force visualization features used included graph dashboard and vector. The parameters for stability used with the visitag module were 2mm 5 seconds size 3. No additional filter was used. The color option used prospectively was time.